Manufacturer narrative:
(B)(4).

Event description:
Allegedly, patient was revised due to prosthesis dislocation component not revised: cotyle "anca" avec trous a/revet. Hap 46, ppr67246, lot: r0793475.3. Tige "anca fit?" Rev. Hap 1/3 proximal 11d, ppr67604, lot: r1097252<1 insert ceram "anca fit?" 28/37 46-48/28 al2.o3 biolox forte, ppr67508, lot: s01100847x1.